Event description:
Customer reported that soon after the set was placed into the pump and the chemo infusion started, a leak was noted. It was believed to be from a crack on the back of the cassette. There was no patient/user harm. No add'l info was available.

Manufacturer narrative:
(B) (4). Pt info requested and all available info is included: the set was discarded at the facility. Review of the lot history record did not identify any mfg issues during production build related to the failure mode reported.